Event description:
Pt had star sliding core and tibial component revised.

Manufacturer narrative:
Tibial component was up-sized from large to an extra large, as well as the sliding core from 7mm to 12mm. Report form notes there was no failure of implant, and review of device history records shows no anomalies. Visual eval shows components are intact.